Event description:
Cook 5fr triple lumen cvl developed a cracked hub within 36 hours after insertion. Multiple previous events have been reported involving this particular device developing cracked hubs after insertion. FDA safety report ID# (B)(4).